Event description:
According to the complainant, with approximately ten-seconds left in the procedure, the physician torqued the sheath to get the flow around the fibroid and the polyp causing the cervical seal to break. The 10cc fluid loss alarm sounded. Patient received a slight, 1st degree vaginal burn which required no additional treatment. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number for the hydrothermablator procedure set isnot known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. Conclusion: the complaint was reported as the patient received a slight vaginal burn, which required no additional treatment. Based on the event description, the burn was caused by user error. It is important not to remove the sheath until the patient has been cooled, and to observe the cervical seal during the hta procedure. Please refer to pages 6 - 7 which contain precautions and warnings regarding the use of hta and the important of ensuring the seal to prevent thermal injuries. For reference, pages 38 and 40 also contain references to the importance of the cervical seal. The most probable root cause is the result of user error. Device not returned